Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported when using the bd ultra-fine¿ insulin syringe the hub separated from the device. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "the needle with the shied was separated from the barrel."